Event description:
Patient had an MRI of the breast. After the procedure the patient stated that there was bilateral tingling of thumbs during the procedure. The scan lasted approximately 45 minutes. The patient stated the squeeze ball was squeezed twice to alert the staff regarding feeling something unusual, but the staff never heard an alarm. The ball was then checked to verify that it was working properly and it was. The patient's thumbs were examined immediately after the MRI procedure and appeared normal. The following day, the patient called to say that there now was a blister on the left thumb. No blister on the right thumb. The patient was seen in the ed and a 1 cm ruptured blister was noted on the left thumb. No additional medical treatment required and no further medical treatment was documented in the emergency department record. Patient did have wedding ring on the wedding ring finger (left hand) during procedure, but this is not contra-indicated.the staff have never experienced this type of problem before and their experience is that a patient with an MRI burn shows evidence of the burn immediately. In this case, the blister appeared the next day and was only on one thumb.======================manufacturer response for MRI, (brand not provided) (per site reporter).======================the manufacturer came on-site and performed the following systems checks:gradient coolant circulator, gradient chiller, fluid levels of the heat exchanger, water temperature, pt air flow/ body coil air blower system, checked system error logs, breast coil inspected, no visual irregularities or artifacts. Ran full spt head/body, checked rf output peak power, ran forward/reverse quadrature check, upm functional check, checked pt alert system, and checked pt intercom. All systems passed and no errors found. Custom ER replaced rf amp because we could not achieve rf peak body power. System passed all required tests and was turned over to the customer for clinical use.